Event description:
Info received indicates the right head side rail will not latch.

Manufacturer narrative:
The technician found the side rail stop was containing the bottom of the release arm which prevented the side rail from latching. The technician adjusted the stop to repair the bed.